Event description:
It was reported the pt's ipg was explanted and replaced with a different model due to allegedly reaching end-of-life. Stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.